Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue connector (female connector) and light blue (main body) of the twist clamp on a minicap extended life pd transfer set. This was further described as the connector "just unscrews but does not come off, the patient cut the tube and clamped it off, no leak". This occurred during an unspecified process step of peritoneal dialysis therapy. As a result, the patient¿s transfer set was replaced on the same day. There was no patient injury or medical intervention associated with this event. No additional information is available.